Event description:
The clinician reports, that the implant was inserted (B)(6) 2017 in ada 9 of the patient's mouth. Details of surgery are reported as follows: ridge augmentation was performed at time of surgery. On (B)(6) 2019, loss of osseointegration of the implant was verified. Patient presented with bone type iii. The device was forwarded to the manufacturer for investigation. There were no patient operative or post-operative complications reported.